Event description:
It was reported that the hcp has always had a difficult time with telemetry on the pt's pump, but eventually was able to succeed. It was noted that at times "it gets hung up at about 70% to 80% of its read and then goes into its "reposition head" and beeping sequence". However, lately they were unable to get telemetry at all. It was subsequently determined that the issue was not with the programmer, as multiple programmers had been tried. At the time of this report, the hcp did not plan surgical intervention. The pt was very thin, so it was not suspected to be an implant depth issue. It was later reported that the pt had never had therapeutic effect since switching from morphine to dilaudid about one year ago. After the pt sits down for approx 5-10 minutes, she feels as if she was going to pass out. The pt was in an auto accident in 2009. The pt "rolled over her car", she does not remember if she passed out while driving. The pt was home at the time of the report. A visit with her hcp was planned.

Manufacturer narrative:
This report is being sent following an internal audit.